Event description:
It was reported that there was high threshold-output and possible loss of capture on the right ventricular (rv) lead. Potential oversensing on the right atrial (ra) lead was also observed on stored electrograms. Both the rv and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2005. (B)(4).